Manufacturer narrative:
Unique identifier (UDI): (B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
The patient called to report that fluid was leaking from inside the cassette door during drain 6 of 6. The patient was connected and had drained almost all of the 2,300ml that was expected to be drained so he cancelled treatment and completed the drain manually. He was getting unknown alarms prior to the fluid leak. A follow up call was made to the patient's nurse. The nurse stated she was unaware of any adverse event. No prophylactic antibiotics were given.

Manufacturer narrative:
A follow up report will be submitted upon completion of the plant's investigation.

Event description:
The patient called to report that fluid was leaking from inside the cassette door during drain 6 of 6. The patient was connected and had drained almost all of the 2,300ml that was expected to be drained so he cancelled treatment and completed the drain manually. He was getting unknown alarms prior to the fluid leak. A follow up call was made to the patient's nurse. The nurse stated she was unaware of any adverse event. No prophylactic antibiotics were given.